Event description:
Customer states physician believed there was an issue with their calcium and albumin results running high. The instrument has been "live for approximately one month. She states they sent samples to an outside lab for some of the repeat testing. She provided 19 patient results, the following 7 were discrepant. Calcium results are in mg per dl, albumin results are in g per l: initial calcium result 10.8 (accompanied by high flag), repeated (B) (6)2009 (by outside lab), gave 10.0 mg per dl. Customer states all samples were serum. Although it was unclear which results were reported, the customer provided treatment information for the following patients: patient 2 - no treatment based on results. Patient 3 - doctor documented "increased calcium and albumin results were lab errors from our machine". Patient 4 - no treatment based on results. Patient 5 - no treatment based on results. Patient 6 - no treatment based on results, original results not signed off. Patient 7 - no treatment based on results.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.

Event description:
Customer states physician believed there was an issue with their calcium and albumin results running high. The instrument has been "live for approximately one month. She states they sent samples to an outside lab for some of the repeat testing. She provided 19 patient results, the following 7 were discrepant. Calcium results are in mg per dl, albumin results are in g per l: tested (B) (6)2009, initial calcium result 11.0, albumin result 5.5 (both results accompanied by high flag); first repeat (B) (6)2009 (by outside lab), gave calcium result 10.0, albumin result 4.8; second repeat (B) (6)2009 (this analyzer), gave calcium 10.1, albumin 4.8. Customer states all samples were serum. Although it was unclear which results were reported, the customer provided treatment information for the following patients: patient 2 - no treatment based on results. Patient 3 - no doctor documented "increased calcium and albumin results were lab errors from our machine". Patient 4 - no treatment based on results. Patient 5 - no treatment based on results. Patient 6 - no treatment based on results, original results not signed off. Patient 7 - no treatment based on results.

Event description:
Customer states physician believed there was an issue with their calcium and albumin results running high. The instrument has been "live for approximately one month. She states they sent samples to an outside lab for some of the repeat testing. She provided 19 patient results, the following 7 were discrepant. Calcium results are in mg per dl, albumin results are in g per l: tested (B) (6)2009, initial albumin result 5.1 (accompanied by reference range flag), repeated (B) (6)2009 (this analyzer), gave 4.5 g per dl. Customer states all samples were serum. Although it was unclear which results were reported, the customer provided treatment information for the following patients: patient 2 - no treatment based on results. Patient 3 - no doctor documented "increased calcium and albumin results were lab errors from our machine". Patient 4 - no treatment based on results. Patient 5 - no treatment based on results. Patient 6 - no treatment based on results, original results not signed off. Patient 7 - no treatment based on results.

Event description:
Customer states physician believed there was an issue with their calcium and albumin results running high. The instrument has been "live for approximately one month. She states they sent samples to an outside lab for some of the repeat testing. She provided 19 patient results, the following 7 were discrepant. Calcium results are in mg per dl, albumin results are in g per l: tested (B) (6)2009, initial albumin result 5.1 (accompanied by reference range flag), repeated (B) (6)2009 (this analyzer), gave 4.5. Customer states all samples were serum. Although it was unclear which results were reported, the customer provided treatment information for the following patients: patient 2 - no treatment based on results. Patient 3 - no doctor documented "increased calcium and albumin results were lab errors from our machine". Patient 4 - no treatment based on results. Patient 5 - no treatment based on results. Patient 6 - no treatment based on results, original results not signed off. Patient 7 - no treatment based on results.

Event description:
Customer states physician believed there was an issue with their calcium and albumin results running high. The instrument has been "live for approximately one month. She states they sent samples to an outside lab for some of the repeat testing. She provided 19 patient results, the following 7 were discrepant. Calcium results are in mg per dl, albumin results are in g per l: tested (B) (6) 2009, initial albumin result 5.1 (accompanied by reference range flag), repeated (B) (6) 2009 (this analyzer), gave 4.5. Customer states all samples were serum. Although it was unclear which results were reported, the customer provided treatment information for the following patients: patient 2 - no treatment based on results. Patient 3 - no doctor documented "increased calcium and albumin results were lab errors from our machine". Patient 4 - no treatment based on results. Patient 5 - no treatment based on results. Patient 6 - no treatment based on results, original results not signed off. Patient 7 - no treatment based on results.

Event description:
Customer states physician believed there was an issue with their calcium and albumin results running high. The instrument has been "live for approximately one month. She states they sent samples to an outside lab for some of the repeat testing. She provided 19 patient results, the following 7 were discrepant. Calcium results are in mg per dl, albumin results are in g per l: tested (B) (6) 2009, initial calcium result 11.1, repeated (B) (6) 2009 (this analyzer), gave 10.3. Customer states all samples were serum. Although it was unclear which results were reported, the customer provided treatment information for the following patients: patient 2 - no treatment based on results. Patient 3 - no doctor documented "increased calcium and albumin results were lab errors from our machine". Patient 4 - no treatment based on results. Patient 5 - no treatment based on results. Patient 6 - no treatment based on results, original results not signed off. Patient 7 - no treatment based on results.

Event description:
Customer states physician believed there was an issue with their calcium and albumin results running high. The instrument has been "live for approximately one month. She states they sent samples to an outside lab for some of the repeat testing. She provided 19 patient results, the following 7 were discrepant. Calcium results are in mg per dl, albumin results are in g per l: tested (B) (6)2009, initial albumin result 5.1 (accompanied by reference range flag), repeated (B) (6)2009 (this analyzer), gave 4.5. Customer states all samples were serum. Although it was unclear which results were reported, the customer provided treatment information for the following patients: patient 2 - no treatment based on results. Patient 3 - no doctor documented "increased calcium and albumin results were lab errors from our machine". Patient 4 - no treatment based on results. Patient 5 - no treatment based on results. Patient 6 - no treatment based on results, original results not signed off. Patient 7 - no treatment based on results.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.